Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo a revision procedure wherein the ipg will be replaced.